Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit due to a high blood glucose and diabetic ketoacidosis. A specific bg value was not provided. Additional information was not provided. Multiple follow up attempts were performed by tandem technical support to obtain additional information, however, the customer did not respond.

Manufacturer narrative:
Device not returned.